Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The nurse informed that the pt presented with a painful hip. The xrays revealed that the head was broken, exploration by operation. The pt indicated that there was no trauma. The pt noticed at night in the bed something cracked in the hip. Next day hip was painful and pt could not walk.